Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the receiver-stimulator prior to explantation in (B)(6) 2017 (specific date not reported). This report is filed on june 16, 2017.

Manufacturer narrative:
This report is submitted on may 18, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient's device was explanted (date not reported) subsequent to sustaining a head injury. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is filed on june 30, 2017.